Event description:
It was reported that dislocation of the lead was observed two hours post lead implant. The lead was explanted and replaced. The patient's condition was good after the event.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.